Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified device with rupture. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture, pain and edema.

Event description:
Patient reported rupture, pain and edema related to the left side. Device remains implanted.